Manufacturer narrative:
Not applicable.

Event description:
A u.s. Distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bed sores on back under the te pads, no bleeding but broken skin. There was no alleged device malfunction contributing to the wound. The patient¿s nurse applied bandages over the wound. Outcome of the wound is unknown.